Manufacturer narrative:
It was reported that the procedure was completed with this device and the issue was noticed after the procedure. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. The guidewire was returned for analysis on 12/7/2015. As received, the specimen consists of one each clinically used, damaged safari wire 300cm sml crv; returned coiled, loose and single bagged within a "zip-lock" style poly biohazard pouch. The specimen presents a ductile, tensile overload fracture of the core wire near the distal end with the core wire extending through the coil wraps approximately 16.7cm from the distal tip, several offset/miss-aligned coil wraps scattered over the distal 11.2cm and several large radius bends scattered over the length of the device. The specimen also presents an overlapping coil wrap at 180.05 to 180.10cm from the distal apex of the formed curve. Stretching the coil wraps adjacent to the distal weld joint to expose the distal aspect of the core wire fracture reveals a ductile, tensile overload fracture approximately 0.15mm from the distal tip weld mass. The offset/miss-aligned coil wraps result in localized oversized diameter to .(B)(4)". No other damage or inconsistencies are noted to the specimen at this time. The specimen presents no indication of missing ptfe coating. The proximal joint appears to be correct and intact by visual examination and by non-destructive testing. Except where noted, the specimen device appears visually and dimensionally correct. Based on the evidence presented by the sample and the information provided by the supporting documentation, clinical and/or procedural factors appear to have impacted on the event as reported.

Manufacturer narrative:
It was reported that the procedure was completed with this device and the issue was noticed after the procedure. The device was not received for analysis; therefore, no physical or visual analysis of the product can be performed. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. The product is expected to be returned for failure analysis. If additional information is received or the product is returned for analysis a follow-up medwatch report will be submitted. Waiting product return.

Event description:
A safari guidewire was found to have the steel tip uncovered by the ptfe coil.